Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert on the ilet when attempting change cartridge and tubing and could not advance to fill tubing despite multiple attempts and a device restart, consistent with an alarm/malfunction and a possible flow obstruction during setup; a replacement ilet was issued, and the user was instructed on shutdown, return, and data handling. Symptoms included none reported, and blood glucose was reported as acceptable. Outcomes included interruption of therapy due to the inability to proceed and replacement of the device. Investigation included remote troubleshooting and user guidance, assessment of cgm pairing context, and return-and-analysis request for the original device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.